Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the cutting speed was slowed down from 20000 cuts per minute to 5000 cuts per minute, however no cutting occurred during vitrectomy surgery. The procedure was completed on same day after replacing the product with new one. There was no patient impact.